Event description:
It was reported that the pt had a fractured lead after a fall. The ins and lead were removed and replaced. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up repot will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4): the ins and lead have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will sent when the analysis is complete.